Manufacturer narrative:
The main component of the device system the relevant components include: product ID: 8731sc, serial#:(B)(4), implanted: (B)(6) 2011, product type: catheter.

Event description:
Information was received from a consumer (con) regarding a patient receiving an unknown drug of an unknown concentration and dose via an implantable infusion pump for non-malignant pain, post lumbar laminectomy syndrome, and non-malignant pain. It was reported by the patient that she had pulled the catheter out 4 to 5 times since a couple of years ago.